Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient reported experiencing weakness in their legs and general weakness after getting implanted with an ipg and lead on (B)(6) 2019. The patient underwent surgical intervention again on (B)(6) 2019 to explant the lead and ipg. The patient's weakness resolved postoperatively.